Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported via journal article title: optimal margin distance of bullectomy for primary spontaneous pneumothorax reduces postoperative recurrence. Authors: kenji tsuboshima; yasumi matoba; teppei wakahara. Citation: j thorac dis 2019;11(12):5115-5123 / http://dx.doi.org/10.21037/jtd.2019.12.06. The aimed of this retrospective study was to evaluate the optimal margin distance for bullectomy of primary spontaneous pneumothorax (psp) to reduce postoperative recurrence. Between march 2015 and may 2018, 142 consecutive psp patients underwent video-assisted thoracoscopic surgery (vats) bullectomy using autosutures and 91 patients (male=83; mean age=20 years, age range=14 ¿ 86 years; mean bmi=19.4, bmi range=14.0 ¿ 25.1) were evaluated in the study. During the procedure, the bullae was resected by autosuture (echelon flex, ethicon). Reported complication included postoperative recurrence (n=?) In which 2 cases underwent reoperation and 6 cases were observed conservatively. In conclusion, this study suggested that an optical margin distance of =5.0 mm in bullectomy reduced the postoperative recurrence of psp.